Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
During preparation for a coil embolization procedure, the ruby coil was found bent upon removal from the packaging. The damaged coil was found prior to use and was not used in the procedure. The procedure continued using a new ruby coil, without any issues.